Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and reviewed the logs and determined the spo2 alarms are performing as expected. The customer was provided information on how to configure the sp02 setting delay times. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the nurses are observing alarm delays on the spo2 alarms. The device was in use on a patient at time of event, there was no adverse event reported.